Event description:
During an sfa angioplasty, when attempting to remove the sheath, the device separated. The sheath appeared to have caught on hard calcified plaque. As the physician continued to pull on the device, it began to unravel and ultimately separated. The proximal portion of the sheath, still exiting the patient's body was clamped and removed. However, an attempt to remove the distal portion of the sheath with a snare was unsuccessful. A cut down was performed in order to remove the distal portion.